Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be read with the wand. Different troubleshooting options were delivered for this pacemaker that remains in service at this time. According to the field representative, this was a new nurse trying to use a consult for the first time in the new location. There were no communication and/or programmer usage difficulties observed again. The pacemaker has been seen since. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be read with the wand. Different troubleshooting options were delivered for this pacemaker that remains in service at this time. No adverse patient effects were reported.